Event description:
Soon after implantation pt started to get blurred vision. It was determined that lens was defective. It was removed.

Event description:
Add'l info rec'd from rptr 1/17/04: MFR has conducted a thorough investigation of this complaint. MFR has not ruled-out physiological sources as contributing causes of iol changing or discoloring, although evidence of such remains inconclusive. MFR has performed qualitative chemical analysis on other similar explanted returns that demonstrated calcium phosphate as being the predominate substance on the surface. This calcium phosphate is most likely the source of the discoloration reported. As MFR has received reports of aqua-sense iols changing post-operatively its materials scientist researched potential causes or contributors to the lenses discoloring. Primary concern surrounded the silicone packaging material that seals the vial containing the iol. MFR believes silicone in the solution can migrate to the iol after it's packaged and, once implanted, can sequester calcium in the eye. Other than silicone, there are no other elements or compounds present in the lens or packaging materials that could have this effect. MFR's corrective action has been to redesign the packaging such that no potential exists for residual material of any nature to adhere to the lens.